Manufacturer narrative:
Product analysis : analysis revealed that the external pulse generator (epg) failed incoming automated system test. The battery drawer was polluted. The battery clip/shorting bar is corroded. Several screws in the lower case are polluted. Cleaned battery drawer and compartment in lower case. Cleaned lower case screws. Final test on automated test console passed. Device passed all tests, with no visual/electronic anomalies; device conforms to specifications and is ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.